Manufacturer narrative:
Device was received in normal working condition, with battery voltage at above eri level. Device image analysis indicated stored egm parameters were set to off. Electrical and mechanical tests indicated normal device functionality. After enabling store-egm function, the device able to record all egm events normally. There were no device anomalies found that would have contributed to the problem reported from the field. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During follow-up, no egm episodes were available. The device was explanted due to normal battery depletion and the patient was in stable condition.